Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheters adhesive builds up a film on the penis over time and was difficult to remove.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the male external catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the male external catheter adhesive built up a film on the penis over time and was difficult to remove. The customer service team recommended to wrap a warm washcloth around the catheter and allowed to sit for a couple of minutes to help loosen the adhesive, or suggested to use adhesive remover.